Event description:
A customer reported that a blade was noted to be dull or bent during a procedure. A second blade was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
One opened sample was returned. The sample was examined using (B)(4) magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. A damaged tip was found during the DHR review. However, the suspect product was re-inspected and the product was released according to the MFR's acceptance criteria. This is the only reported complaint against this lot number. The exact root cause for the damaged knife is unk; how or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during mfg. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).